Manufacturer narrative:
Investigation summary: a results failure was reported on a phoenix m50 instrument. The application specialist reported that after creating a custom rule for antibiotic interpretations on the instrument that the instrument did not change after saving and rebooting the instrument. A field service engineer (fse) was dispatched to troubleshoot the issue. The fse checked and reinstalled the software, image and pud. The fse determined that the issue was caused by not changing the rule set to the clsi2022 update. After fixing this setting the results reported as expected. The root cause of this failure is user error. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of september 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there was false resistance of one panel. No patient impact reported. The following information was provided by the initial reporter: "the issue maybe impact wrong interpretaion lab result from susceptibility to intermediate or from intermediate to resistance. Bd phoenix m50 (stand alone) custom interpretation rule didn¿t change after saving and rebooting the instrument. For example, I changed cefepime breakpoint for p. Aeruginosa from s<=8, r>= 16 to s<=8 and r>=32. (Update new breakpoint align clsi m100) but the interpretation didn¿t change after the ID and ast results were finished. It¿s not only pud 7.21 but also found in the previous version for this customer site."

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, there was false resistance of one panel. No patient impact reported. The following information was provided by the initial reporter: "the issue maybe impact wrong interpretaion lab result from susceptibility to intermediate or from intermediate to resistance. Bd phoenix m50 (stand alone) custom interpretation rule didn¿t change after saving and rebooting the instrument. For example, I changed cefepime breakpoint for p. Aeruginosa from s<=8, r>= 16 to s<=8 and r>=32. (Update new breakpoint align clsi m100) but the interpretation didn¿t change after the ID and ast results were finished. It¿s not only pud 7.21 but also found in the previous version for this customer site."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.